Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramping') and genital haemorrhage ('I need to use pad bcoz of bleeding bladder issue too') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), bladder disorder ("bladder issues"), abdominal distension ("I feel bloated"), bone pain ("my bones hurt"), visual impairment ("my vision"), somnolence ("I was sleepy that day") and back pain ("my accident jacked up my back and stairs were hard for me"). The patient was treated with surgery (yes). Essure was removed. At the time of the report, the abdominal pain lower had resolved, the genital haemorrhage, bladder disorder, abdominal distension, bone pain, visual impairment and somnolence outcome was unknown and the back pain had not resolved. The reporter considered abdominal distension, abdominal pain lower, back pain, bladder disorder, bone pain, genital haemorrhage, somnolence and visual impairment to be related to essure. Concerning the injuries reported in this case the following events were reported via social media: genital haemorrhage, bladder disorder, abdominal distension, bone pain, visual impairment, back pain, somnolence. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.